Event description:
The hearing aid dispenser found 2 wax guards in the hearing aid user's ear. She was referred to a doctor, who removed the wax guards. There was no redness, swelling, infection, or injury to the ear.